Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A (B)(6) field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue in test mode. To fix the issue, the fse did replace the defective fiber optic module ((B)(4)), and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported during patient use, the cardiosave intra-aortic balloon pump (iabp) unit displayed spikes of invasive blood pressure waveform while using the fiber optic input. This event occurred days after the initial insertion. However, when the customer switched to the arterial transducer the problem disappeared. No adverse event was reported.